Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. There was no adverse impact to the customer's blood glucose (bg) level. The customer declined assistance from tandem technical support and indicated that tandem technical support would be contacted if the issue persisted. The customer did not contact tandem technical support regarding the reported issue.